Manufacturer narrative:
The returned product consisted of a watchman access system (was) without the dilator. The hub, sheath, and device tip were visually and microscopically inspected. Inspection revealed that the sheath had a kink 54.5cm proximal of the device tip. The tip of the device was torn and there was polytetrafluoroethylene (ptfe), a generic term for dupont teflon, delaminating from the inner sheath wall. Product analysis confirmed the reported was sheath kink.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman access system (was) double curve. The sheath of the was became kinked near the femoral access site during recapture of the closure device. The was removed and the procedure was completed with a new was. No patient complications were reported.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman access system (was) double curve. The sheath of the was became kinked near the femoral access site during recapture of the closure device. The was was removed and the procedure was completed with a new was. No patient complications were reported.